Event description:
Pt on 5l of 02 per oxygen tank for transport. While being bagged, pt became dusky and 02 saturation decreased to 84%. Placed back on ventilator. The bag was attached to the wall outlet and cried at 15l and pt was fine. 02 tank changed. In transit, the pt again desaturated to 86%. Placed on the ventilator with an ambu bag change ensuing. Desturation occurred again. Ultimately, ambu bag changed to a different brand and no further problems were noted.